Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system was not starting. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was cancelled by the customer. To date, there have been no further reports of this issue.

Event description:
It was reported to philips that the system would not start up. The system was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.